Event description:
It was reported that the (B)(4) lift is raising up, but it is only clicking when you try to lower it. The caller states that when you use the emergency button it does not lower either. The caller states that they did try it with weight in it and the same problem occurred. The caller has no further information to provide.